Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A 6f terumo introducer sheaht, a mach1 cls3 guide catheter, a neo's soft guide wire, and an encore inflation device were also used in the procedure. No pt injuries or complications were reported.